Event description:
Additional information received on 6/5/2025: during a hip labral repair procedure, an anchor remained in the patient. A suture detached during the procedure but was fully retrieved. The case was completed by opening and inserting a new ar-3636h hip fibertak. The procedure experienced a brief delay of approximately one minute, and there is no confirmation on whether additional anesthesia was administered.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during implant insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/19/2025, a sales representative reported via email that an ar-3636h hip fibertak was inserted using the standard technique with a 16-degree curved drill guide and a 1.9mm drill bit. After the anchor was placed, the inserter and guide were removed. However, upon setting the anchor, it was observed that the passing stitch had been lacerated, rendering the anchor unusable. This issue was identified during a procedure on (B)(6) 9/2025.